Event description:
Per the clinic, the patient was admitted to the hospital on (B)(6) 2013 (duration not reported), due to infection at the implant site. The patient was administered clindamycin (dosage not reported). It was reported that the infection has improved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.